Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and moderately calcified de novo lesion in the right coronary artery (rca). The lesion was predilated with a 1.5x12mm semi compliant unspecified balloon catheter at 12 and 14 atmospheres (atms). A 2.5x28mm xience v stent was deployed and post-dilated with a 2.5x12mm non-compliant unspecified balloon catheter at 12 and 14 atms; however, a dissection was noted. An unspecified drug eluting stent was used to successfully treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.